Event description:
Reportedly, the pump ran out of insulin. Tandem Technical Support was able to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (BG) of 400 mg/dL with diabetic ketoacidosis. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where BG was treated intravenously with saline and insulin. The customer was released on (b)(6)2026 with the issue resolved and no permanent damage. Customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.